Manufacturer narrative:
The customer called technical support to report that the device failed the electrical safety test (est) as readings were inaccurate. The remote service engineer (rse) went over the placement of ground post for when performing est and provided tips for est and how to check ground post internally if not getting any reading. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed electrical safety testing (est) as readings were inaccurate. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed the electrical safety testing (est) as readings were inaccurate. The remote service engineer (rse) went over the placement of ground post for when performing est and provided tips for est and how to check ground post internally if not getting any reading. The investigation is ongoing.